Event description:
Synovitis [synovitis]; left knee effusion [joint effusion]. Case description: this is a (B)(6)clinical trial. Study treatment is unblinded. Clinical trial report received on (B)(6)-2008 from an investigation regarding a (B)(6) female patient with a history of osteoarthritic knee pain, initials jbm, who experienced synovitis after starting synvisc. The patient participated in protocol number (B)(4) entitled "an observational study, multicenter, single-arm study investigating the relationship between the presence of hyaluronate-positive granuloma and acute local reactions associated with intra-articular synvisc injection." The patient received injections of synvisc into the left knee on (B)(6)-2007. Arthrocentesis was performed prior to each synvisc injection. At a visit on (B)(6)-2008, the physician reported that the patient may have had synovitis. The physician assessed the relationship of synvisc to the events as possible. The patient recovered on an unknown date. The offset date of the events was reported as unknown. Additional information was received from the investigator on (B)(6)-2008. He reported that the patient received treatment for synovitis with a solu-medrol dosepak on (B)(6)-2008 and an injection of celestone on (B)(6)-2008. A progress note from (B)(6)-2008 stated that the patient was doing well.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.